Event description:
The surgeon was having difficulty using the left 30 offset broach handle while removing the number 2 amistem broach during a total hip replacement while the surgeon was using the mallet on the broach handle to remove the broach, he cracked the femur. To accommodate the femur the surgeon had to make adjustments and use a cemented stem. Ref MFR#: 3005180920-2014-00084.